Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they was hospitalized on date (B)(6) 2019 due to diabetic ketoacidosis and high blood glucose level. The blood glucose of the customer was 425 mg/dl at time of hospitalization. The customer was treated with insulin for high blood glucose. Customer stated that insulin pump alarmed as insulin flow block. The customer was experienced any other symptoms like nausea, vomiting, breathing difficulty, abdominal pain. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will not be returned for analysis.